Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Twitter feed reports; the plasmablade when activated on cut 5 was causing interference and inhibiting pacing with a st jude ICD, v paced patient. No further case details available. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.